Event description:
Reporter alleged blood glucose measured 45 mg/dl and four hours later was going to perform another glucose test when the meter generated a result prior to a test strip being dosed with blood or control solution. It was stated when customer inserted another test strip, the result of 45 mg/dl appeared on the test screen. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.